Event description:
It was reported, the autoclavable camera head would not connect when plugged into the video unit. The issue occurred during re-processing at central sterilizing department. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found e222 error with no image displayed on monitor due to bad cable, faded rear cover and failed leak test. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure a device history review revealed no issues/findings that could have caused or contributed to the reported issue. There is no indication that this device was not used in accordance with the IFU/labeling. Olympus will continue to monitor the field performance of this device.